Event description:
It was reported that during a low anterior resection, there was a proximal but no distal staple line. Another product was used to complete the case. There were no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.